Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was returned for analysis. Returned product consisted of emerge balloon catheter with no other devices. There was blood and contrast in the inflation lumen. The distal tip was damaged. Microscopic examination revealed a pinhole 5mm from the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination of the markerband presented no irregularities that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. However, upon the first inflation, the balloon ruptured at 14 atmospheres (atms) after a duration of 10 seconds. The balloon was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.